Event description:
The facility reported that a colleague triple channel infusion pump failed while an intravenous drip of epinephrine was running on channel a in addition to norepinephrine and propofol on remaining channels. It was reported that failure code 16.336.936.0000 occurred with an audible and visual alarm and that all channels stopped infusing, resulting in a drop in the patient's blood pressure. The event was reported to have occurred during patient therapy in the cardio-thoracic intensive care unit. Additional information obtained is as follows: when the drug infusions stopped suddenly, the patient's systolic blood pressure dropped to the 40's. The patient's nurse then pushed epinephrine from the drip bag through the central venous pressure line port manually, while monitoring the arterial line blood pressure to rise above 90 systolic. In 2009, the facility's risk manager (rm) provided the following additional information: the patient's reason for hospital admission was a history of congestive heart failure class 4 with significant symptoms, end stage cardiac failure secondary to dilated cardiomyopathy, and a scheduled orthoptic heart transplantation. The rm indicated that due to the incident itself, the patient did not suffer any sequelae and recovered. The patient had the orthoptic heart transplantation he was admitted for and is reportedly doing well post-operation. The software version for this device is currently unknown.

Event description:
Two of two pts: procedure performed (B) (6) 2008 was composite fillings. Assistant noticed as it happened. Injury was on upper left cheek. Injury was round in shape, circumference about 10mm. Tissue got white. Office prescribed motrin and gave pt some anti-bacterial rinse. Pt came to office a week later for f/u. No more treatment needed.

Manufacturer narrative:
(B) (4) the correction/removal reporting number entered in the initial medwatch submission for this report was inadvertently reported. This number does not apply to this complaint. The voluntary medwatch report the facility submitted has been entered into the appropriate field.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During procedure, the stent was unable to be deployed. The delivery system and stent were removed from the patient and the stent was disposed. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; catheter broke and catheter stuck on wire.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after applying a clip it was difficult to open and release the jaw from the tissue. They manually released the jaws. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary:the device involved in the incident was received for evaluation in the product analysis laboratory. A review of the event history indicated that there were no events recorded in the history on the reported occurrence date of 2009. Fail code 16.336.936.0000 was found occurring the following day. This failure occurs when the pump fails to write to the serial port. Prior to the failure, channel a was infusing at the rate of 9.6 ml/hr, channel b was stopped, and channel c was infusing at the rate of 9.6 ml/hr. When the failure occurred, both channels stopped infusing. The reported condition was confirmed in the event history but not duplicated in the pal. Failure code 16.336.936.0000 occurs due to corrosion found on connector j120 of the rear inverter harness. The device passed the power on self-test. The key presses in the event history were repeated and the pump was programmed to run at the customer?s rate of 9.6 ml for a total of 24 hrs in primary mode; however, the reported condition was not duplicated. The rear housing was opened and a visual inspection of the internal harnesses / connections was performed. Corrosion was found on connector j120 of the rear inverter harness. There was no fluid ingress found on the isocom printed circuit board (pcb). The front bezel was then opened and a visual inspection of all wire harnesses / connections and the user interface module (uim) pcb was performed. There were signs of fluid intrusion in the keypad overlay. The reported condition was confirmed in the event history but not duplicated in the pal. Failure code 16.336.936.0000 occurs due to corrosion found on connector j120 of the rear inverter harness. This device utilizes user interface module master software categorized as unremediated.

Manufacturer narrative:
(B)(4).there is an ongoing CAPA investigation, (B)(4), associated with this report.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the device evaluation.